Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event. The patient was revised due to a loose stem and there is no allegation of failure made against the reported device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported, "I had a left side hip replacement in 2007. I had to have a revision done on the same hip in 2012. During the time leading up to the revision I was in excruciating pain and the ability to walk was difficult or impossible." Update: review of the revision op report states that the "neck had subsided approximately 2 cm. It was grossly loose."

Manufacturer narrative:
Other devices listed in this report: cat. No.: 6570-0-136, delta v-40 ceramic head 36/0, lot code: unknown; cat. No.: 623-00-36f, trident 0° x3 insert 36mm ID, lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s pain. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported, "I had a left side hip replacement in 2007. I had to have a revision done on the same hip in 2012. During the time leading up to the revision I was in excruciating pain and the ability to walk was difficult or impossible."